Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified unspecified target vessel. A 15mm 2.50 maverick¿ balloon catheter was selected for use and advanced to dilate the lesion. The balloon was inflated twice at an unknown pressure. However, upon the third inflation, the balloon ruptured at an unspecified pressure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.